Event description:
Information received indicates the head of the bed is not working and is in the flat position.

Manufacturer narrative:
The technician isolated the issue to the head limit sensor. He replaced the limit sensor to repair the bed.